Event description:
(B)(6) clinical study. It was reported a death occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2018 and the left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. The patient underwent successful placement of a 24 mm watchman laa closure device with complete laa seal and deployed device diameter of 21 mm. Prior to the implant procedure, aspirin was administered. On (B)(6) 2018, the patient was diagnosed with anemia and the cause was unknown. Over the next several days the patient was also diagnosed with hypotension, heart decompensation, worsening anemia, melena and at an unknown time in (B)(6) worsening epistaxis. On (B)(6) 2018, the patient was diagnosed with disturbed liver value from blood test. The patient was discharged from the hospital on (B)(6) 2018. On (B)(6) 2018, the patient presented to the emergency room of the enrolling site with bad general condition. The patient did not have fever, but pneumonia was suspected. The patient was hospitalized on the same day. X-ray chest performed on the same day revealed, pacemaker prepectorial on the left with uninterrupted course of the electrodes, vascular mediastinum, calcified atheromatous aortic knob, cardiomegaly, bronchovascular hili, bronchially enhanced lower fields of lung bilaterally and striate densification area with bronchial enhancement in the right lower field on the lung: possibly infectious. On (B)(6) 2018, a ventilation perfusion (v/q) scan was performed which revealed, matched heterogenic perfusion and ventilation at the level of both lungs, cardiomegaly, infiltrate posterolateral on the right, with no evident arguments for an acute pulmonary embolism. During the course of the hospitalization, on (B)(6) 2018, the patient was diagnosed with worsening renal function and dialysis was performed to treat it. In addition, on (B)(6) 2018, the patient was diagnosed with bladder infection. The patient was prescribed antibiotics for 7 days. (On (B)(6) 2018, the worsening renal function and bladder infection were considered resolved with sequelae.) On (B)(6) 2018, transesophageal echocardiogram (tee) was performed which revealed slightly reduced systolic left ventricle (lv) function, vegetation on the laa closure device (echodense layer with 2 mobile structures on the device), visible pacemaker (pm) lead, at the level of superior vena cava visualization of echodence layer (possible thrombus or vegetation) with a mobile structure (on the wall of the pm lead), moderate mitral and tricuspid valve insufficiency, signs of severe pulmonary hypertension and no evident vegetation present on the valves. On (B)(6) 2018, the patient was treated with IV floxapen and on (B)(6) 2018, IV rifampicine was added as treatment for endocarditis. On (B)(6) 2018, a tee was performed which revealed echodense layer with 1 mobile structure on the laa closure device, visible pm lead, at the level of svc visualization of echodense layer (possible thrombus or vegetation) with a mobile structure (on the wall of the pm lead), functional pfo with color doppler, with no evident vegetation present on the valves and no pericardial fluid. On (B)(6) 2018, the patient died due to endocarditis. The death certificate is unavailable and it is unknown whether or not an autopsy was performed.